Manufacturer narrative:
(B)(6). Patient weight is unknown date of event: unknown. (B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Manufactured date: april 27, 2009. Expiration date: march 31, 2014. Review of the device history record for pdl-m-ip00s, lot 6090407 and raw material lot 4895429, indicates that no discrepancies were noted that would be associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is having a recent issue with the polyethylene inlay with a lot of pain and spondylosis. The tantalum marker bead appears to have been displaced. The patient is also experiencing other unspecified difficulties. It was reported that a patient was implanted with a prodisc-l on (B)(6) 2009. Patient was implanted with prodisc-l at l4-5. Several months ago, patient felt a sudden increase in back pain and felt as though her spine had slipped. Patient denies trauma. X-rays were taken on an unknown date and showed that the entire l4 vertebral body had migrated. The poly dislocated from the inferior endplate and migrated anteriorly and the superior endplate along with l4 both shifted anteriorly which resulted in spondylisthesis at the level of the arthroplasty. Patient is contemplating options for posterior fusion versus removal of the prodisc-l and fusion. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Patient initials: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a follow up visit with one surgeon on (B)(6) 2016 to check on status post revision fusion (posteriorly only) on an unknown date (approximately (B)(6) 2016) with another surgeon. The device was not removed. Surgeon performed reduction of the poly and the spondy. Reportedly, the patient is improving from the surgery. Preoperative x-rays were taken on (B)(6) 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 25, 2016. It was further reported that the patient will undergo fusion revision surgery with a competitor's device(s) on an unknown future date. The patient stated that her left leg does not move.